Manufacturer narrative:
(B)(4). Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2015-08571. It was reported that the burr was stuck on the wire. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A rotawire¿ and 1.25mm rotalink¿ plus were selected to treat the target lesion. During the procedure, it was noted that the burr was stuck with the rotawire¿. The burr and the rotawire¿ were removed and replaced with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is good.